Event description:
It was reported to philips that there was no power, preventing the system from booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse found that there was no power connected to the system. To resolve the reported issue, the fse turned on the main power line to the system and started the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.